Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-18604. Related manufacturer reference number: 2017865-2023-18605. It was reported that the patient presented with an infection. The surface of the pocket showed redness. The pacemaker and leads were explanted. The patient was in stable condition post procedure.